Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 91 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. The customer got a low predicted and high predicted within a few minutes of each other blood glucose been stable in the 130's mg/dl and sometime sensor is 20 points off and then 100 points off and the customer last alert the customer is getting a lot of rise and fall alerts. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 57 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The device will be returned for analysis.